Event description:
It was reported that the patient had a fall on her right side where her spinal cord stimulator (scs) was placed. The patient asked the manufacturing representative (rep) to check her wiring. After an impedance check, it was found that electrodes 1, 4, 8, and 13 had impedances greater than 10,000. The patient¿s one program that she had was not utilizing any of these electrodes. The rep documented this on the clinician programmer (8840) and left the printout at the doctor¿s office. The patient was told to call the rep if things changed and the rep would check to see if electrodes were progressing with numbers. It was later reported that the patient was to meet with a pain doctor and then a neurosurgeon to discuss fixing the system since her fall. The patient was not scheduled yet that the rep knew of as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).